Event description:
The cortrak nasogastric tube was placed on (B)(6) 2014. On (B)(6) 2014, the tube had become clogged. The staff tried to flush it with a 60ml piston syringe and not unclog it. They attempted to place the guidewire back in the tube and it would not go in very far. They decided to remove the tube, and it pulled back easily without resistance. The tube had completely severed at about 55cm with the remainder being retained in the stomach and duodenum as confirmed by x-ray.

Manufacturer narrative:
No report of pt injury. The tube remains in the stomach duodenal junction without issue. According to the customer report the pt had a clogged tube at the time of the event. The tube would not flush. It is unclear if the tube was properly maintained according to MFR's instructions.